Event description:
It was reported that during testing the blade tip did not rotate, turn or cut. There was no patient impact.

Manufacturer narrative:
H3: the device and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides when returned. The returned device was not matching the image on the pouch label. The label image showed inferior turbinate straight blade, while returned device seemed to be 12° curved rotatable blade. The returned blade had traces of contamination at the distal end of the outer tube, on the inner and middle tube tips. There was a large gap between rotating hub and the inner. In the attempt to rotate the inner assembly, it was observed that the inner assembly was loose, and it was pulled out easily out of the outer assembly. The inner shaft was broken and detached, 2.82 inches from the distal end of the inner shaft to the broken point which remained inside the outer assembly. The device failed functional testing due to defective condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.